Event description:
A voluntary medwatch was received by the manufacturer with the user alleging an abscess secondary to root death that required root canal surgery. The user states repositioning of her amara view mask caused constant pressure on the incisor root area which caused tooth injury leading to the root canal. The user has worn the same style mask for 5 years. The manufacturer requested the mask for investigation. The investigation is on-going. A follow up final report will be submitted once the investigation is complete.